Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had the failure of knife blade that did not retract and the other device was not detected by the generator. They used another same device and it worked successfully.

Manufacturer narrative:
Additional information:evaluation summary: one device was received for evaluation. The returned products met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The device was recognized when plugged into the generator. The device was activated on a saline soaked towel with acceptable results and a visual seal effect was observed. The device functioned normally when activated in the vl mode. The knife was not stuck. The knife extended and retracted normally when the trigger was activated. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.